Event description:
According to the affiliate, the distal tip of a 2.5x20mm fire star ptca balloon catheter split during prep before the product was used on the patient. The fire star was exchanged for a same like product. There was no patient injury. The intended procedure and target lesion information was unknown. During the procedure, a 2.5x20mm fire star ptca balloon catheter was opened. There was no difficulty removing the product from the hoop, and there was no difficulty removing the protective balloon cover or the stylet. There was no damage noted to the packaging. There were no kinks or other damages noted to the product. The device was prepped normally. However, during prep, the distal tip of the fire star balloon catheter split before the product was used on the patient. The fire star was exchanged for a same like product. There was no patient injury. The product was returned and hub crack was noted.

Manufacturer narrative:
Correction: it was initially reported that the distal tip of the fire star balloon catheter was found to be split. After further clarification, it was reported to us by the affiliate that a distal tip split had not occurred for the fire star balloon catheter. However, the affiliate meant to report a hub crack. After reviewing the analysis of the device, no anomalies were found during visual and functional analysis of the distal tip, and hub crak was confirmed. According to the MDR guidelines, a hub crack does not meet the criteria for a reportable malfunction. Therefore, no further reports for this event will be forthcoming.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. The product analysis and additional information are pending and will be submitted within 30 days upon receipt.